Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2026. On 05/23/2026, it was reported that the pediatric patient experienced a skin reaction redness, inflammation/swelling, infection, sore, cellulitis that extended beyond the patch perimeter. The patient had symptoms including sore, inflamed skin, with the affected area described as about the size of a melon, and red. The reporter was unaware where it started. Prior to hospital evaluation, the patient tried hot compress (via wash rags) and hot baths, but symptoms persisted and worsened. The patient was taken to the emergency room (ER) by the parent, where clinicians performed culture testing and instructed removal of the sensor from the infected site which was diagnosed as cellulitis. The patient remained in the ER for over eight hours. During the ER visit, the patient was prescribed cephalexin, 500mg, administered orally, three times a day for seven days to treat the infection. Following antibiotic therapy, the patient¿s current condition is better, with reported recovery from the infection. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.